Manufacturer narrative:
On (B)(6) 2023 the customer reported that the unit was stuck in a rewind/fill loop and then it went into a blank display. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected blank displays were noted during testing. No unexpected rewind anomalies or unexpected restarts/rewind-fill loops were noted either. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing or in the power management graph. The adapt tool confirms that the following battery related alarms/alerts occurred around the event date: 84=battery removed occurred on (B)(6) 2023 @ 00:20:36, 00:20:58, 12:32:56, 12:32:58, 12:38:43, & 12:44:30. The adapt tool lists the following pump errors that could potentially trigger a critical pump error (open book image): pump error 4 occurred on 01/26/2023 @ 00:30:25. Finally the adapt tool lists the following pump errors that could lead to an unexpected rewind: pump error 130--10+ occurrences on (B)(6) 2023. The case was cut open. After visual inspection, there is corrosion on/around the following: battery compartment; pcba1--j5; pcba2--j1, lcd flex cable terminal; motor flex cable terminal. In summary, the customer¿s report that the unit was stuck in a rewind/fill loop and that of a blank display both were not confirmed during testing. The pump errors 130 & 4 are due to moisture damage found inside the unit. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the insulin pump had a blank display and was unable to rewind. No harm requiring medical intervention was reported. Troubleshooting was performed and the display returned after the battery change. The insulin pump was stuck in the rewind loop. The customer will discontinue using the device and the insulin pump will be returned for analysis.